Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric sleeve revision procedure, the staples misfired during the second firing with a green reload. The surgeon felt as though two of the three rows formed appropriately on the patient side. A review of the staple line (and leak test) with the gastro scope appeared to show a closed staple line. The case was completed with a second device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5416u. The analysis found that one (B)(4) device was returned in good visual condition and with three cartridge reloads present. Cartridge (b, d, e) (B)(4) were received fully fired and in good visual conditions. Cartridge (c) (B)(4) was received fully fired and with cartridge damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found damaged knife condition. The event could not be confirmed as no malformed staples were noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. An intra-operative photo was received. The photo does not provide evidence as to what may have caused the issue during the procedure. It appears that the incident is not a staple line failure. The clear malformed staple could have been a prior crotch staple that was picked up by the knife and dragged during the firing cycle.